Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was being supported with an extracorporeal circulatory support pump. It was reported that on (B)(6) 2018, a motor sounded abnormal while the patient was on support and after that the s3 error message appeared on the console display. No further information was provided.

Manufacturer narrative:
Section h4: device manufacturing date entered. Investigation conclusion: the report of an s3 alarm and abnormal motor sounds could not be confirmed during the investigation of the returned centrimag motor. The returned motor was evaluated and tested by tech service under work order # (B)(4). The motor was operated for an extended period of time with its related centrimag 2nd gen primary console, mag monitor, and replacement flow probe. No s3 alarms, atypical sounds, nor any other atypical events were reproduced during testing. The returned motor performed as designed during testing. Visual inspection of the motor cable did not reveal any issues. Full functional checkout was performed per the centrimag motor service process and the unit passed all tests. The returned motor was found to function as intended. As a result, the root cause of the reported event could not be conclusively determined nor correlated to a motor related issue. The tested motor was returned to the customer site. Reports of similar events will continue to be tracked and monitored. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.